Event description:
It was reported that the pump exhibited a force sensor failure following a replacement. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer's reported issue. The pump was turned on and immediately had a force sensor error. The pump was found to be out of calibration and would not calibrate due to a faulty force sensor offset circuit. The printed circuit board (pcb) was replaced to resolve this issue.